Manufacturer narrative:
Concomitant medical products: product ID: neu_unknown_cath, lot# unknown, product type: catheter. Other relevant device(s) are: product ID: neu_unknown_cath, serial/lot #: unknown. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a foreign consumer regarding a patient who was receiving an unknown drug via an implantable pump for an unknown indication for use. It was reported the pump the patient had now since (B)(6) 2018 had problems. The patient went to a healthcare facility and the healthcare provider (hcp) discharged the patient after not being able to help. The patient was now under a neurosurgeon. It was indicated the patient had "a csf and the liquid has been collecting around the pump." The hcp drew out liquid twice and believed it may be backtracking through the catheter. CT and MRI were not able to locate the problem. After a year, the new neurosurgeon was not believing there was leakage, even though the patient had symptoms of headache, metallic taste, sweats, and underdose/overdose episodes. It was stated the neurosurgeons were "not believing because scans can't show it." Further complications were not reported.